Event description:
On (B) (6) 2010, the patient reported she just checked her blood glucose which measured 301 mg/dl. She stated she then noticed small champagne-like air bubbles at the top of the insulin cartridge near her insulin infusion device adapter. She has no symptoms and has not yet treated herself as she is trying to remove the air bubbles. She stated, she used room temperature insulin. The patient needed to end the call. On follow up with the patient on (B) (6) 2010, she stated she spoke with a company representative who advised her to change her device adapter. She stated she did so and has had no further issues. She stated, she treated her elevated readings by bolusing insulin and her readings are currently within her normal range of 90-130 mg/dl. She stated, she discarded the adapter. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.